Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. During implant, it was noted that the patient's artery was friable and required a repair stitch. The combination of the stitch with the patient's existing poor peripheral flow resulted in the impella catheter being occlusive. Pulses were lost in the radial and ulner arteries. The pump was removed and a right forearm fasciotomy was performed to restore flow down the arm. An impella cp pump was placed in the femoral artery in conjunction with a distal perfusion catheter for ongoing support. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and limb ischemia has been completed. Impella 5.5 was returned cut at catheter. No red handle or patient cable side of the pump were returned for evaluation. Vascular damage - peripheral vessel: clinical details noted that vascular complications occurred when sewing graft onto artery and artery was friable. It was not noted if friability of artery was patient condition related or as a result of the graft anastomosis. A repair stich was added on the 10mm graft. The root cause of the vascular damage count not be definitively determined as limited clinical details were provided. Limb ischemia - reversible: clinical details noted that the patient lost radial pulse after pump was inserted and also was experiencing poor peripheral flows due to shock state. Pulse was returned after pump was removed. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition ¿ any concomitant medication ¿ vascular size or variations thereof ¿ detailed description of the symptoms experienced by the patient ¿ physical examination findings, including pulse assessment and visual examination of the affected limb ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension ¿ patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27218.